Event description:
It was reported that the user believed the ilet was delivering insulin during a low glucose event while using an freestyle libre 3+ sensor; review of device data showed the last insulin delivery occurred earlier and no insulin was being delivered at the time of the low, and units on board were 0.00. Symptoms included low blood glucose of 62 mg/dl. Outcomes included self-treatment with oral glucose and subsequent return of glucose to range without healthcare utilization. Investigation included review of device reports and user-provided screenshots. Investigation of this case revealed no evidence of insulin delivery during the hypoglycemic period and no device malfunction identified. It was concluded that the event was hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.